Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the vibrate feature on their pump does not work and did not hear the alert indicating reservoir empty. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting found that the pump passed the self test and vibrated. Customer was advised to monitor pump and call back if necessary.